Event description:
It was reported that the customer was admitted to emergency room due to the high blood glucose and ketones. It was further stated that the insulin pump did not alarm. No further info was provided at the time of call.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.